Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a male pt via electrode pads and arcing was observed. The medics attached a second set of electrodes and during defibrillation arcing was observed. A third set of electrodes were applied and therapy was continued. Complainant indicated that the pt subsequently expired however, it was not associated to the reported malfunction.